Event description:
Brakes will not hold on the bed.

Manufacturer narrative:
The investigation at the facility found the brake casters on the bed were worn. The casters were replaced to repair the bed.